Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red rash under her breasts where the fabric sits on the skin. The patient was given a cortisone cream prescription from her physician. The patient's irritation improved.